Manufacturer narrative:
H10: this is a duplicate report of MDR report #3005075696-2025-00300 h3: no conclusion can be drawn. Evaluation couldn't able to perform as the device was not at returned for evaluation. If the device returned in future evaluation will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-mar-28 (B)(4): information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had spinal procedure with grafton. It was reported that patient got a post operative infection. There were no further complications reported regarding the event. 2025 apr 18, update received (email, rep): a 75-year-old male patient underwent complex spinal surgery on (B)(6) 2024, which included exploration and revision of occiput to c5 fusion, removal of hardware, and posterior spinal fusion from c6 to t3. Post-surgery, the patient developed symptoms of worsening pain and hardware protrusion around (B)(6) 2025. He was readmitted to the hospital from (B)(6) 2025, for cervical spine irrigation and debridement with revision occiput to t3 posterior fusion. During this procedure, the occiput plate and related hardware, along with surrounding tissue, were debrided. Cultures taken on (B)(6), 2025, were positive for mrsa. Antibiotic treatment included vancomycin, zosyn, rifampin, and suppressive therapy with bactrim, continuing for a total of 8 weeks. Imaging studies and operative notes are available, confirming the details. The information has been verified by the physician. 2025-jun-16, update received (email, rep): email received from rep stated that the midas for mazor could be the issue causing the infection.